Event description:
It was reported to philips that the defibrillator fails the functional check. There was reportedly no patient involvement.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.